Event description:
During an atrial fibrillation procedure, air ingress was noted upon aspiration of the agilis 13f sheath after introduction of the non-abbott (boston scientific farawave) catheter. It was noted that the hemostasis valve had collapsed inward on the handle and would not correct itself during withdrawal of the catheter. It was noted there was no resistance when introducing the non-abbott (boston scientific farawave) catheter and that the end of the agilis sheath was at or below the level of femoral access during aspiration. The sheath was exchanged and the procedure was completed with no adverse consequences to the patient. It was noted that only the dilator was inserted into the hemostasis valve prior to the leak.